Event description:
Device malfunction: none. Adverse event: hypotension. Time of adverse event: during and after procedure. It was reported that the patient underwent successful stent implantation , in 2006, of two lesions, one in the rica and the other in the rcca. After the second stent was deployed and after post dilatation, the patient experienced hypotension with a blood pressure of 79/46. The patient was treated with a neosynphrine drip and his blood pressure increased to 124/53. The patient also complained of a slight headache that resolved with one dose of tylenol on the same day, as well as nausea and vomiting during the first night post-procedure and transient right mandibular pain. The patient was discharged to home on two days later. His blood pressure at the time of dischage was reported at 85/46. No additional information is available.

Manufacturer narrative:
The second rx acculink part# 1011340-20/lot# 6050851 is indicated and is being filed under the same MFR rpt number.